Event description:
A cartridge change error was reported when the customer attempted to use their pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Several troubleshooting steps were completed, including inspection and cleaning of the pump¿s cartridge and pneumatic tap area, but the customer was unable to successfully load a new cartridge onto the pump. The customer was instructed to return the faulty pump and received a replacement pump along with guidance on handling the delivery and the steps for putting the pump into storage mode prior to its return.